Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A biomedical technician (bmt) reported that the transducer on the combiset allows too much air in the system and lines get wet. In a follow up, the bmt said that specific event details are not known, however, it was noted that the 2008t machine is used in treatment. Patient demographics were requested but could not be provided. It was noted that most of the events occurred during priming. The staff was able to change out the transducer and the patients' treatments were completed without issue. There was no patient injury or medical intervention required as a result of this event. There were no defects noted on the device during set up. The staff has begun to change out the transducer before the treatment starts so that the issue does not occur. There is no sample or companion sample available to be returned.